Manufacturer narrative:
Unable to confirm customer problem. No problems were found with the pump switching off by itself or with the pump becoming hot. In addition, there were no reports of any unusual messages being found in the event log. The pump passed all tests and was found to be operating properly.

Event description:
It was reported that a cadd-legacy®duopa pump became very hot and after a while the pump switch off by itself. No patient injury reported.